Event description:
As reported by distributor, the end user hospital indicated that they were unable to aspirate contrast media using the 10cc angiographic syringe without getting air in the system. There was no patient injury. The syringe has been returned for evaluation.